Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for force sensor error and a broken clamp. Cracked on right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue, which is force sensor test error, was able to be duplicated. A broken plunger lever was identified during analysis. Based on the evidence, the complaint was confirmed for force sensor test error. The root cause was determined to be customer's impact to the pump cause the force sensor to go out of calibration, and also resulted in broken components. Service performed force sensor calibration, replaced right side plunger case and performed pm maintenance along with all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor error was experienced and clamp on outside broken off.